Event description:
The customer contact reported that while the device was being used for training at the college, the device did not deliver a dose when the patient pendant was pressed. The customer contact has indicated that due to the nature of the college activities, no patient is ever involved. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).